Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the epidural catheter filter became disconnected from where the blue cap of the epidural connects to it while the blue cap still attached to patient. The event was noticed about 2 hours after epidural placement. Epidural seemed to open to air for undetermined amount of time. There was no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.